Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and was found to have a hole in the balloon. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. At five minutes and forty one seconds into the therapy cycle, an alarm sounded and a pressure loss occurred. The balloon was deflated, then an attempt was made to reinflate the balloon, but a hole was noted. There was no fluid deficit noted at the time. The procedure was completed with another device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.